Event description:
The patient was enrolled in the option study on (B)(6) 2020 with patient identifier (B)(6). It was reported that death occurred. Medical history: the subject had a medical history of controlled hypertension, abnormal renal function (elevated serum creatinine), alcohol use (less than or equal to 8 drinks per week), valvular heart disease, aortic valve stenosis, aortic valve regurgitation, trace mitral valve regurgitation, tricuspid valve regurgitation, transient ischemic attacks (tia) (most recent: (B)(6) 2019), atrial fibrillation ablation (most recent: (B)(6) 2020) and cardioversion ((B)(6) 2020). The subject was on apixaban prior to consent and screening of the study. Procedure summary: transesophageal echocardiogram (tee) assessment revealed two left atrial appendage (laa) lobe of windsock morphology and an ostium diameter of 18 mm with laa length of 19.5 mm. On (B)(6) 2021, the subject underwent successful implantation of a 20 mm watchman flx closure device with complete laa seal and deployed device diameter of 14 mm. Prior to the index procedure, aspirin was not administered. After the implant the subject was continued on aspirin. One day post index procedure, the subject was discharged. On (B)(6) 2022, 337 days post index procedure, the subject was noted unresponsive by his roommate and was found dead. The cause of death is unknown. Of note, during this time, the subject was on aspirin.

Event description:
The patient was enrolled in the option study on (B)(6) 2020 with patient identifier (B)(6). It was reported that death occurred. Medical history: the subject had a medical history of controlled hypertension, abnormal renal function (elevated serum creatinine), alcohol use (less than or equal to 8 drinks per week), valvular heart disease, aortic valve stenosis, aortic valve regurgitation, trace mitral valve regurgitation, tricuspid valve regurgitation, transient ischemic attacks (tia) (most recent: (B)(6) 2019), atrial fibrillation ablation (most recent: (B)(6) 2020) and cardioversion ((B)(6) 2020). The subject was on apixaban prior to consent and screening of the study. Procedure summary: transesophageal echocardiogram (tee) assessment revealed two left atrial appendage (laa) lobe of windsock morphology and an ostium diameter of 18 mm with laa length of 19.5 mm. On (B)(6) 2021, the subject underwent successful implantation of a 20 mm watchman flx closure device with complete laa seal and deployed device diameter of 14 mm. Prior to the index procedure, aspirin was not administered. After the implant the subject was continued on aspirin. One day post index procedure, the subject was discharged. On (B)(6) 2022, 337 days post index procedure, the subject was noted unresponsive by his roommate and was found dead. The cause of death is unknown. Of note, during this time, the subject was on aspirin. It was further reported that no autopsy was performed, but according to the death certificate, the cause of death was acute stroke. An other significant underlying condition contributing to the death was paroxysmal atrial fibrillation.